Event description:
It was reported that since the new pump and catheter were implanted, the patient has never had therapeutic effect. Specific symptoms were not reported. The patient was admitted to the hospital (date and reason not reported). The patient's status was reported as "serious". The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.